Event description:
It was reported that the customer had normal blood glucose levels of 89 mg/dl. The customer reported a button error alarm from the insulin pump. It was reported that the customer was trying program carbs into the insulin pump but the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. No unexpected battery out limit alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.